Event description:
The customer reported that insufficient volume was dispensed into well position a9 while running a hepatitis core assay using sample handler, serial number 2330. No error message was generated. Co's field svc engineer was dispatched. No death or serious injury was associated with this event.